Event description:
Additional information later received noted that the stall recovered on its own within 2 hours. It was added that the patient was sleeping on a magnetic mattress. Once the mattress was removed from the bed, the pump no longer stalled. Patient had no symptoms due to the stalls and was noted as doing well.

Event description:
Confirmed multiple motor stalls and recoveries noted in event logs were reported. It was stated that a pump replacement was planned in early (B)(6) 2012. Drug delivered via the device was hydromorphone (dilaudid) 1mg/ml at a daily dose of 0.1201 mg/day. A follow-up report will be sent when additional information becomes available.

Manufacturer narrative:
Catheter: model: 8709sc, serial #: (B)(4), implanted: (B)(6) 2011, explanted: unk.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).